Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13586. Reference MFR report: 1627487-2013-13586. The pt has 2 leads from each model number, reporting on all leads. It was reported the pt's programmer was auto reducing. Reprogramming was able to get stimulation on all contacts except for contacts 4 and 14 which were invalid. F/u info identified the pt had good stimulation coverage on her right side but was not receiving desired stimulation on her left back side due to contact 4 being invalid. The pt's physician ordered x-rays. Add'l f/u pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.